Event description:
It was reported, that the patient presented for an implant procedure. During the procedure, the helix of the right ventricular (rv) lead failed to extend and retract. The rv lead was not used and replaced. The patient was in stable condition.

Event description:
The right ventricular lead was not used and capped during the procedure on (B)(6) 2023.